Event description:
It was reported that an abbott multi-lumen catheter (mlc) was placed into right internal jugular vein, positioned first through a 9fr introducer with a 9.3fr catheter. Using seldinger technique, 2 procedures were performed. Pt became hypotensive and developed a pericardial effusion. Echocardiography was also being performed. After skin incision made, it was noted tip of mlc and introducer penetrated pericardium.